Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to abnormal impedance values. Another rv lead was implanted instead. No adverse patient effects were reported. The lead was discarded at the facility and therefore will not be returned.

Manufacturer narrative:
This lead was discarded and therefore will not be returned; therefore, technical analysis cannot be conducted.